Event description:
A surgeon reports an unexpected post-op refraction of 4.00 diopters following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.

Event description:
The reporting surgeon provided additional info. He performed an intraocular lens (iol) exchange using a lower diopter iol with resulting lens anisometropia. He stated that a calculation error was to blame for the reported unexpected refraction and does not believe the event was associated with the iol.